Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from the nurse of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the consumer stated that his brother was diagnosed with peritonitis. The patient was admitted to the hospital on (B)(6) 2012. The brother stated the patient did not recover. He stated that there are three forms of bacteria and the patient is still under the doctor's care. On (B)(4) 2012, the nurse was contacted and the nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: 11k16h25, and 11j21h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.